Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 75% stenosed shunt. An 8.0 x 40 mm armada 35 balloon catheter was advanced and the balloon ruptured during the first inflation at 12 atmospheres. Another same size balloon was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulties and subsequent patient effects appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.